Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by prospective spinal cord stimulation (scs) patient that she saw blogs that stated patients had issues such as redness from charging, hematoma, and paralysis. Caller was unable to provide any further information about the patients or events. No further complications were reported/anticipated.